Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the impedances were tested the day prior to the call and the caller saw higher impedances with the tablet (unipolar >2k 2200-2500 range bipolar in the 4500 -5000 range). The caller noted he saw the patient many times before and everything was "ok" as far as impedances go. The caller stated no concerns with efficacy or therapy. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause of the issue was not determined. The patient had always had high impedances at 0.7 v testing. However, when the testing was changed to 1.5 or 3.0v, they all went within normal range. This was not able to be done with the tablet. No further troubleshooting was done and the issue was resolved at the time of the report. It was also noted the leads were switched in the header. One left stn electrode impedance result was out of range (c+, 11-, result of 2,110) but based on the pattern this would be of no concern. The main issues were with the right stn electrode impedance results. Six were out of range with on bipolar being 5,288. It was reported the rep did not check with the old clinician programmer (8840). It was reported the patient was responding well to therapy with her symptom control.